Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's device was digging into the patient's skin causing an irritation under the electrodes and shoulder straps. The patient reportedly has other medical issues that contribute to the condition (renal failure). The patient's caregiver applied neosporin to the area. The final medical outcome is unknown.